Event description:
Device malfunction: none. Time of symptoms/ae: during hospitalization. Symptoms/ae: hypotension. It was reported that during a stenting procedure of the ric, two post-stent dilatations were performed; there was no device or patient consequence reported. Additionally, it was further reported that during hospitalization the patient experienced hypotension, this was noted as a not pre-existing condition and related to the device. The action treatment was vasopressors/inotropes and IV fluid, resulting in prolonged hospitalization. The outcome was noted as resolved. No additional information available. Study event.

Manufacturer narrative:
During processing of this complaint, product performance group attempted to obtain complete event information, including patient information and patient status, from the hospital, field contact or distributor.